Manufacturer narrative:
This report is being submitted as follow-up no. 1 to report that this reported event has been reassessed and deemed not reportable based upon the investigation the complaint description and reference photo. The complaint cannot be confirmed for an allergic reaction to the device based on the affected area of blistering. The affected area extends past where the tr band would sit on the wrist, and it is unlikely a reaction would occur where there was no device contact. The exact root cause cannot be determined. It is possible the patient had a reaction to the material used in the tr band, but it is unlikely to extend past where the tr band is placed and would cause an adverse reaction after initial application, not over 24 hours after placement. Review of device history record (DHR) cannot be performed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the patient two (2) days out post cardiac cath via radial access had what looked like blisters on their wrist from where the involved tr band was. The event occurred post-treatment. The procedure outcome was successful. The patient was not injured, medical or surgical intervention was not required. There were no other devices or equipment used with the reported product. Additional information was received on 07 march 2023: it was not reported if patient had any issue during use with tr-band, or if medical intervention was required due to condition present at tr-band site two days post-procedure. Patient allergies were not reported. Patient condition was stable.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: tech. Device manufacture date: unknown due to unknown lot number. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.